Event description:
A journal article was received which contained information regarding this patient's atrial lead. This article noted that the patient experienced a tingling sensation while showering in a foreign country. It was determined that the patient experienced bodily conduction of mains electric current. This triggered the remote monitoring alert for atrial episodes of noise patterns of the far-field and atrial intracardiac electrograms. No patient complications have been reported as a result of this event.

Event description:
It further was reported that the lead remains in use.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿ICD sees what you do not see: how does it beat you? Pace 2015; 38:529-33.¿ without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).